Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had a sharp drop in impedances to 290 ohms with lead safety switch. An x-ray shows what looks like subclavian crush. Sensing and thresholds are fine. The plan is to possibly do a lead revision in a month.